Event description:
It was reported that the system 6800 would not store images and intermittently would mix images and pt data, there was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk was replaced and the software was reloaded. The system was tested and found to be working as intended and placed back into service.